Event description:
It was reported that patient underwent elbow arthroplasty in 2004. Subsequently, patient suffered pain and was revised in 2009 because the humeral component had loosened. The humeral component and condyle kit were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. No further information received.